Event description:
It was reported that device was returned for preventative maintenance and later found to need repair. There was no patient involvement. Due diligence is complete, and there is no additional information available. Upon investigation, thickness control lever was loose.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the rpms were barely in specification on the low end. The control bar was in the correct position. The calibration was in at all readings. The torque for the thickness control lever was loose. The device was disassembled and there was considerable corrosion throughout the device. Bearing spacers, bearings, springs, screws, hinge throttle gasket, eccentric shaft assembly, washers, pins, carrier, motor, and swivel were replaced and resolved the reported issue. A definitive root cause cannot be determined. DHR was reviewed and no discrepancies related to the reported event were found. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.